Event description:
The customer reported that during a function check, the phoenix machine was turned on. The screen started booting up and few seconds into boot up, it shut itself down because of low voltage. It was found that a connector melted into the venous clamp drive board. No pt intervention.